Manufacturer narrative:
Although requested, pt info was not provided.

Event description:
During pt use, a 'low fio2' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was solved by replacing the o2 sensor. No serious injury was reported in this event.